Event description:
Dr. Was in delivery room and although she wasn't wearing latex gloves, four other people were wearing them. Dr. Become weak, tachycardic, flushed, and itchy. Dr. Was taken to the treatment room and experienced swelling of hands and feet, bp 130/80 and hr 120. When swelling of lower lip and itching of the soft palate was experienced dr. Took 50 mg of prednisone and chlortrimeton orally. Dr. Also received an injection of 100 mcg of epinephrine with partial relief of symptoms. Dose of epinephrine was repeated, dr. Was taken to a latex free environment, observed for one hour, and released.